Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, a decrease in sensing and a slight decrease in pacing impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
Additional information received noted that the lead was capped on feb 28, 2025. The patient was stable.